Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the pump fill estimate was inaccurate. There was no reported impact to blood glucose. Customer declined to troubleshoot or provide further information.